Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump alarmed motor error and no delivery alarm. The customer¿s blood glucose level was 16.9 mmol/l. Customer received the motor error alarm multiple times and the no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and motor test. No motor error alarms or unexpected no delivery alarms noted.